Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the image acquisition system (ias) on/off switch sporadically did not work. The hand-switch 1 button also did not work. This was discovered during preventative maintenance with no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the handswitch and switches were not working properly and were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.